Event description:
It was reported that device diagnostics resulted in high impedance. The physician reported that the patient reported that his voice is no longer as effected by the device stimulation. It was reported that the patient is doing well. Clinic notes dated (B)(6) 2013, note that the impedance is high. Further follow-up revealed that there is no patient manipulation or trauma that occurred that is believed to have caused or contributed to the high impedance. No interventions are currently planned and the device was not programmed off.

Event description:
On (B)(6) 2014, the physician reported that the patient was not doing well and was most likely having seizures at night. Clinic notes dated (B)(6) 2013 stated that the patient was not having any seizure-like activity.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Adverse event, corrected data: previously submitted MDR should have reported the event as an adverse event in addition to a malfunction. Outcomes attributed to adverse event, corrected data: previously submitted MDR should have reported an outcome attributed to an adverse event. Describe event or problem: previously submitted MDR inadvertently omitted an associated adverse event.

Event description:
It was reported that the patient underwent generator and lead replacement. The generator and lead were received for analysis on (B)(4) 2014. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the generator was completed on (B)(4) 2014. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. Analysis of the lead was completed on (B)(4) 2014. Note the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The slice mark found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified.